Event description:
It was reported that the device showed error l4-033 on the screen. It was unk if the issue occurred during a procedure. There were no adverse consequences for the pt. One device will be returning.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue. The analysis site replaced the pressure sensor and the uniboard after servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.